Event description:
It was reported that during the middle of the total hysterectomy procedure, the tip of the endowrist prograsp instrument fell inside the patient and was retrieved. The planned surgical procedure was completed using a replacement instrument of the same type and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with the wrist detached from the main tube. Per the customer reported complaint, engineering evaluation observed that the instrument proximal clevis was intact, but the main tube interface wall was collapsed, indicating a break at the proximal clevis to main tube interface. The cables had been cut at the distal end of the hypotubes, which leads engineering to conclude that the instrument wrist was most likely cut off to aid in removal of the instrument from the cannula. Per the case notes, the broken instrument component was successfully retrieved from the patient.